Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) was not issued for return as the customer reported that the 30-degree endoscope plus was disposed. The probable root cause cannot be determined based on the information provided. Since the product was not returned, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the 30-degree endoscope image was flipped. The site received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The tse had the site remove the endoscope, cancel guided tool change (gtc) by pushing the instrument clutch twice and then reseat the endoscope, which resolved the issue. The procedure was completing as planned with no reported injury.